Event description:
It was reported that the patient experienced recurring incontinence with their artificial urinary sphincter. Cystoscopy was performed. There was a hole in the cuff and the balloon did not contain fluid. The cuff was replaced with a 4.5 cm cuff. The patient had no further complications. Product was explanted but not expected to be returned. Should additional information be received or product be returned, a supplemental report will be filed upon completion of product analysis.